Manufacturer narrative:
Concomitant medical products: local anesthetic. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. The events of "sausage look alike lesion", "swelling", and "inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient received two injections of juvéderm® volbella¿ with lidocaine in the cheek, 3 weeks apart. Four months later, the patient experienced a "sausage look alike lesion with swelling and inflammation" in the zygomatic and the bottom of the orbital area. Patient treated with "im single injection steroid, antibiotic, oral antihistaminic", and hyaluronidase. Patient recovered briefly, then "lesion on the left side became visible again". Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00061 (allergan complaint #(B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® volbella¿ with lidocaine.

Event description:
Healthcare professional reported patient received two injections of juvéderm® volbella¿ with lidocaine in the cheek, 3 weeks apart. Four months later, the patient experienced a "sausage look alike lesion with swelling and inflammation" in the zygomatic and the bottom of the orbital area. Patient treated with "im single injection steroid, antibiotic, oral antihistaminic", and hyaluronidase. Patient recovered briefly, then "lesion on the left side became visible again". Symptoms are ongoing.

Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
Healthcare professional reported symptoms have resolved.